Manufacturer narrative:
The occlusion alarm was confirmed and duplicated through evaluation. The occlusion alarm was found at the start of delivery and was found to be due to a broken door latch assembly. The door latch assembly was replaced to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
The facility representative reported to baxter (B)(4) technical services one colleague infusion pump in which an occlusion occurred during power up in the ER. This may have been a false occlusion alarm. There is no patient involvement. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.